Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during an endovascular embolization to the left ophthalmic artery, an enterprise1 intracranial stent (product/lot number unknown) became impeded in proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31108275) and could not advance any more. The physician removed the microcatheter (mc) and stent from the patient and switched to new microcatheter to complete the surgery. The stent was not replaced. Additional event information received on 14-mar-2024 indicated that the microcatheter was not damaged during manipulation of the device or noticed to be damaged upon removal from the patient. There was nothing noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. There was no excessive force applied to the device. A non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Upon receipt of the device, visual inspection was performed, and the microcatheter was noted with one (1) kinked condition at 90.50 cm from the proximal end. No other damages were found in the device. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The received 150cm x 5cm prowler select plus microcatheter was flushed using a lab sample syringe. After that, a 0.018-inch (0.04572 cm) guidewire lab sample was introduced into the received microcatheter and it was advanced. No resistance or friction was felt when the guidewire passed through the proximal aspect of the device. The guidewire got stuck until it reached the kinked condition. The issue regarding a stent being impeded in proximal section of the microcatheter cannot be confirmed with the evidence available since the guide wire was able to pass through the proximal section of the microcatheter without significant resistance until it reached the kinked condition. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. According to the risk documentation, the inability to connect the interventional device into the microcatheter and track to the desired location is a potential failure mode that can occur due to user technique. Inability to deliver therapeutic device to desired location can result from microcatheter damage during microcatheter insertion into the rhv or guiding/intermediate catheter o sheath. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. The kinked condition found is suggested to have appeared during the device withdrawal, and this is not related to the issue reported as it may have precluded the mc positioning. A manufacturing record evaluation was performed for the finished device 31108275 number, and no non-conformances related to the malfunction were identified. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization to the left ophthalmic artery, an enterprise1 intracranial stent (product/lot number unknown) became impeded in proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31108275) and could not advance any more. The physician removed the microcatheter (mc) and stent from the patient and switched to new microcatheter to complete the surgery. The stent was not replaced. Additional event information received on 14-mar-2024 indicated that the microcatheter was not damaged during manipulation of the device or noticed to be damaged upon removal from the patient. There was nothing noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. There was no excessive force applied to the device.